Event description:
The deployed ligaclip would not close all the way.====================== health professional's impression======================if some one was not carefully looking at the clip on the vessel it would fall off eventually.